Event description:
A pt experienced numbing and tingling sensations and later swelling and scalloping of the tongue with lesions after multiple impressions with aquasil ultra monophase and aquasil easy mix putty, indicating a possible allergic reaction to either material or a constituent part. The symptoms resolved without medical or surgical intervention.